Manufacturer narrative:
The initial MDR ((B)(4) was reported by the user facility to FDA. Per FDA's notification, microline surgical, inc., is submitting this MDR as the mandatory reporting by the manufacturer. There was no harm to the patient or the operating surgeon. The device was returned and investigated by the manufacturer. There was no visible damage to the device. The electrical leakage tetsing passed successfully. There was no harm to the patient or the operating surgeon.

Event description:
During a surgical procedure, the operating surgeon using a laparoscopic handpiece device, felt an electrical sensation in the arm. There was no harm to the patient or the operating surgeon; and no electrical arching noted.